Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 82 mg/dl at the time of the incident. Reportedly, while trying to lock reservoir into the pump did not click. Insulin flow block alarm was also reported. The insulin pump passed self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.